Event description:
As reported by the equinoxe shoulder study, approximately 3 months post the left reverse total shoulder arthroplasty, during outpatient hospital review, the patient complained of significant pain after reaching out with their arm. CT scan showed acromion fracture (stress fracture) probably related to osteoporosis. The patient underwent an open reduction internal fixation procedure. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. 320-38-00 - 145-deg pe 38mm hum liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-05 - eq rev locking screw. 320-15-02 - rs glenoid plate sup aug, 10 deg. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.